Event description:
It was reported that during routine testing of the device at the service center, the local area network / interface board (lan/if) version was not displayed on the service screen causing no communication between the central control monitor (ccm), the pods, pumps and electronic patient gas system (epgs). There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so not evaluation would be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.